Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there was variable impedance on the right ventricular lead. Further information indicated that this was actually due to a loose setscrew on the device. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.